Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: "the machine alarmed with self-test failure. The blower has abnormal vibration and also produces abnormal sounds during operation. "